Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he hooked his insulin pump up 2 days ago. Customer stated that he was trying to get his infusion set unhooked from his body so he can take a shower. Customer reported that he was squeezing the wrong place on the infusion set. Customer's blood glucose was 250 mg/dl at the time of the incident. Customer's current blood glucose is 340 mg/dl. Customer's blood glucose began to drop at 9:30. Customer ate to bring his blood glucose back up. Customer has been using the pump to bolus. Customer went to the hospital for high blood glucose back in (B)(6). Customer stated that the cannula was straight. Customer stated that he got low sugar alarms. Customer stated that he wants to go back to taking shots. Customer was advised to speak to his doctor. Customer mentioned having low blood glucose of 60 mg/dl. Customer treated with food. Customer stated that the pump suspended itself. Customer decided to discontinue use of the pump.